Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, let unit charge overnight. Ran unit on catheter. After 83 min unit shut off. No error and fault logs found. Test run unit. Unit shut off after 76 min. As per service manual batteries need replaced. Replaced 2 batteries which is non-returnable biohazard. During preliminary checks found safety disk needs replaced based on hours due. Replaced safety disk. Part is non-returnable biohazard. Device passed all functional and safety tests per manufacturer specifications. Unit cleared for use.

Event description:
It was reported that during routine check the cs300 intra aortic balloon pump (iabp) battery only lasts a few minutes unplugged. There was no patient involvement and no adverse event reported.